Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after the device was implanted and the pocket closed, the battery current drain readings were variable. The reading taken after emergency vvi was pressed was >399ua. After the device was replaced, the reading was 104ua when pro- grammed to nominal ddd settings. Electrocautery was reported as having been used during the procedure.